Event description:
It was reported that the patient presented to the emergency room following device vibration. The implantable cardioverter defibrillator was found to be in backup mode. The cause of the backup mode was unable to be identified, but the device was successfully reprogrammed back to normal function. The patient was stable and asymptomatic.